Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that they were hospitalized on january 26, 2021 for high blood glucose of 523 mg/dl which was treated with insulin drip. Customer¿s current blood glucose value was 500 mg/dl. The customer was using the insulin pump system within 48 hours of reported high blood glucose event. The customer was not using the auto mode feature at time of high blood glucose event. Customer declined to troubleshoot for high blood glucose. Customer was assisted with setting of insulin pump back up and priming process. The insulin pump will not be returned for analysis.